Event description:
A customer contacted baxter's (B)(4) to request assistance on the home choice (hc). Per the initial report, the home patient (hp) reported a caution negative ultrafiltration (uf) alarm in drain 3 of 5, drain volume 3500ml, fill volume 2000ml. The hp had corrected the alarm prior to calling baxter and was now in fill 4 of 5. The technical service representative (tsr) offered to swap but the hp refused. The hp would call back with any problems. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011 product surveillance contacted the hp's peritoneal dialysis nurse (pdn) regarding the reported iipv. The pdn verified the hp?s largest prescribed fill volume (lpfv) is 2000ml. The pdn stated has spoken with the hp and instructed not to bypass any alarms. The pdn stated the hp has not reported any other symptoms or other drain volumes that meet increased intraperitoneal volume (iipv) criteria. The pdn confirmed there was no patient injury or medical intervention associated with this report and that the hp was doing well with the following treatments. No allegations were made against any of the hp's dialysis products.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was not returned and therefore could not be evaluated to confirm the reported event. A device history was conducted and no issues were found related to the increased intra-peritoneal volume (iipv) during the manufacture of the lot or serial number. The cause for the reported issue of iipv was undetermined. The device history record was reviewed and no issues were identified that may have contributed to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.